Manufacturer narrative:
During follow up with the customer, the customer indicated that bg levels were even better at a value of 108mg/dl.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 51mg/dl. The customer drank orange juice to raise the bg levels back to a target value of 70mg/dl. System check was performed with tandem technical support, and the pump performed as intended.